Event description:
It was reported that the patient presented for device change procedure. During the procedure, it was noted that the patient's right atrial (ra) lead had an insulation breach. The physician elected to repair the ra lead on (B)(6) 2021 and there were no electrical issues prior to or after the procedure. There were no patient consequences.